Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) the patient experienced dysptotopsion right eye. The iol was exchanged in a secondary procedure. Clinical reason for explant was visual acuity blurry. Additional information received and stated that the patient wished to change to near vision. The surgeon prognosis was good.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).